Manufacturer narrative:
(B)(4).the device will not be returned, so no evaluation will be performed and the complaint could not be confirmed. The root cause is undetermined.

Event description:
Corporate product surveillance associate received a report of a colleague pump that had a fluid leak because the set was being broken, and that failure code 811:01 occurred afterwards because the pump had become wet. This condition interrupted delivery. He said there was no patient involvement and that the problem was caught before a patient was connected. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found. Should additional information be received, a follow-up medwatch will be submitted.